Manufacturer narrative:
Although the doctor identified three (3) different lots associated with the debonding of restorations, he could not verify which lots was used on each patient; therefore, no lot numbers were identified in section report d-4 of this report. The lots involved in the alleged incidents include lot numbers 4711057, 4720876 and 4679042. The doctor could not recall patient or incident details. The doctor re-cemented the crown for the patient. To date, the patient is doing fine. The products involved in the alleged incident were not returned; therefore, a retain sample for lot numbers 4711057, 4720876 and 4679042 were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were made with regard to these lots.

Event description:
A doctor alleged that fourteen (14) patients had experienced the debonding of restorations after placement with the nx3. This is the ninth of fourteen (14) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The doctor re-cemented the restoration using a different product. To date, the patient is doing fine. The products used in this incident was not returned and no lot number was provided; therefore, no evaluations can be conducted. (B)(4): device not returned by customer.